Event description:
A customer reported an issue with the speaker/vibrate function of a pump, noting the speaker was not audible. The customer's blood glucose level was recorded at 34 mmol/l. Corrective actions included the consumption of carbohydrates, after which there was no indication of incapacitation due to the glucose level. Technical support guided the customer to adjust the alert sound setting to high and verified that the pump produced sound for an alert as expected. The pump was confirmed to be operating as intended, and the customer was able to resume insulin therapy.